Event description:
It was reported that there was air in the line. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal, scratched lcd lens, and a broken battery compartment. Functional testing was able to verify and duplicate the reported issue. It was determined that the defective air detector was the root cause and was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.